Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to fluid loss at the pressure regulating balloon. A new artificial urinary sphincter 4.5 cm cuff and balloon were implanted. The original pump was connected to the two new components the patient was doing well. He was successfully reimplanted and everything was good on cystoscopy. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was a hole in the balloon.